Manufacturer narrative:
Company comment: the serious event of swelling lips and the non-serious events of swelling of the eye, discomfort and lacrimation increased were considered expected and as the treatment area is unknown a causal relationship to the treatment cannot be ruled out. Serious criteria included the need for urgent medical care, and treatment with intravenous steroids to prevent permanent damage. The potential root cause include the treatment procedure or the immune mediated response from the moderna covid-19 vaccine. Potential contributory factor includes past filler treatment. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a nonconforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6)2021 by a female physician patient of an unknown age, concerning herself. No information about medical history, concomitant medication or history of allergies has been provided. The patient had previously received treatment with volbella in 2020 (approximately 1.5 years ago). On an unknown date (approximately 3.5 months prior to receiving covid-19 vaccine), the patient received treatment with restylane-l (unknown amount, lot number, injection technique and needle type) to an unknown location. On an unknown date, the patient had received first and second dose of moderna covid-19 vaccine. Unknown time later, on an unknown date, after receiving the second dose of the moderna covid-19 vaccine, the patient experienced pressure (discomfort) under eyes, watery eyes (lacrimation increased) and swelling of her left eye (swelling). On an unknown date, the patient went to emergency room after lips started swelling (swelling lips), where she was treated with IV steroids [steroids] and was sent home with an oral steroid script to be taken for the following 5 days. Outcome at the time of the report: lips started swelling was unknown. Swelling of her left eye was unknown. Pressure was unknown. Watery eyes was unknown.